Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she didn't receive a quick serter in her original package. Customer's most recent blood glucose level was 490 mg/dl. Customer declined troubleshooting for her high blood glucose.